Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarm, but occlusion alarm would recur. Customer's blood glucose was 450 mg/dl with diabetic ketoacidosis. Customer delivered insulin bolus via pump, drank water and rested to address elevated blood glucose. Customer was hospitalized on (B)(6) 2020 and treated with intravenous insulin and fluid with potassium. Customer was discharged from the hospital on (B)(6) 2020 with gastroparesis. Customer reverted to manual insulin therapy.